Manufacturer narrative:
Patient initials: (B)(6). This report is for an unknown screw/unknown lot. Implant date: unknown. Explant date: device broke during removal and part was left in the patient; device was not fully explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the implant removal surgery a screw broke in half. Part of the screw was retrieved and the other half remains in the patient. The screw breakage did not cause a delay and the surgery was successfully completed with no harm to patient. This report is for an unknown screw. This is report 1 of 1 for (B)(4).